Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the proportional solenoid valve assembly (psol). The unit passed all testing and operates within the manufacturing specifications. Patient information was not provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the ventilator failed to alarm. Additional information has been requested regarding patient involvement and event details.